Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
It was reported to philips that the device went in-operable. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 02nov2020 b4: 03nov2020 a philips field service engineer (fse) was dispatched to the customer site and it was determined that the power management printed circuit board assembly (pm pcba) needed to be replaced to return the device to working condition. The fse replaced the pm pcba to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.